Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: the jaws of the 544965 snapped or bent during a laparoscopic cholecystectomy, when the 2nd clip used was being applied on the cystic duct inside the patient. The clip did not lock. They had to remove the 5 mm trocar in order to get the clip applier out of the patient. No debris fell inside the patient and no patient injury was reported.

Manufacturer narrative:
(B)(4). The DHR for the instruments in question was reviewed and found completely without any irregularities. This instrument was manufactured at the (B)(4) as part of a 50pc. Lot in may of 2017. The returned instrument was evaluated and found that the end of the tube assembly where the jaws are attached is bent and damaged and the pivot pin is popped and the drive rod is also bent where it attaches to the jaws and one of the jaws is loose from the instrument thus we are able to validate the alleged complaint. The instrument was returned with all of its components thus we can confirm that there are no parts from this damaged instrument remaining in the patient. Parts were 100% visually inspected and tested at the (B)(4) before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time it is un-determined what caused the tube assembly to be bent/damaged and jaw pivot pin to be popped on one side of the tube and the jaws to be bent and one jaw loose from instrument, but mishandling at the customers facility is suspected. Action required. Per FDA guidelines for manufacturers which state: "manufacturers are required to report to the FDA when they learn that any of their devices may have caused or contributed to a death or serious injury. Manufacturers must also report to the FDA when they become aware that their device has malfunctioned and would be likely to cause or contribute to a death or serious injury if the malfunction were to recur." This incident is not reportable at this time with the information provided.

Event description:
Issue reported: the jaws of the 544965 snapped or bent during a laparoscopic cholecystectomy, when the 2nd clip used was being applied on the cystic duct inside the patient. The clip did not lock. They had to remove the 5 mm trocar in order to get the clip applier out of the patient. No bebris fell inside the patient and no patient injury was reported.